Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the pt reprogrammed the device to resolve the increase in vibrations and unexpected stimulation. The pt was working on finding the correct program to eliminate the problems.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that the patient experienced unexpected stimulation on the lower part of their body which started a few weeks ago. The patient said they lowered the stimulation to nothing and tried different groups but did not resolve the issue. The patient said they felt an increase in vibrations when they lie down at night and when they drive. Agent had the patient redirected to their healthcare provider (hcp) and provided nas. Agent sent a request to a manufacturer representative (rep) in the area to contact the patient. Agent had the patient turn off the therapy, especially at night to stop the unexpected stimulations.